Event description:
While performing an onsite evaluation of the device, a philips authorized service personnel (asp) discovered that the device constantly showed " r arm off indication on ECG." There was no reported patient or user involvement and no adverse patient/user impact.